Event description:
It was reported that the ilet did not charge when connected to its charger, indicated by a flashing green light, and the charger also failed to power a mobile phone, suggesting a charger malfunction; the agent arranged an overnight replacement and advised use of backup therapy if the ilet powers down. Customer care provided support which included replacement of the suspect accessory. Investigation of this case revealed a suspected failure of the external charging accessory, with the ilet battery at low state of charge and no device alarms. No adverse clinical effects reported. Outcomes included no impact on health status and no hospitalization. It was concluded that the event was related to a malfunction of the charger accessory rather than the ilet device.